Event description:
It was reported the esc button on the insulin was working intermittently. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.